Event description:
Customer tested glucose and received results of 370 - 380mg/dl. The customer went to the emergency room around 10pm. The hospital device gave a result of 115mg/dl. The customer received insulin and was admitted for depression. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.